Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose level was 487 mg/dl at the time of incident. The customer did not experienced symptoms due to high blood glucose. The customer treated high blood glucose with bolus. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did allege under delivery on insulin pump because blood glucose value did not go down. The insulin pump passed high pressure test and displacement test. Customer reported insulin pump was not worn during a medical procedure. The customer stated that the basal rate and bolus wizard was programmed accurately. The insulin pump will not be returned for analysis.